Event description:
Procedure: laparoscopic living donor nephrectomy. According to the reporter: during use, at about the 10th sealing, a doctor found it could not cut the tissue well. Opened another to complete the case with no problem. No patient harm. There was no additional tissue resection. There was no tissue damage. Nothing fell into the patient's cavity. There was no bleeding. The device was recognized by generator and activated.

Manufacturer narrative:
(B)(4).